Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an alleged malfunction of the diaphragm on the ik device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One 9fr ik device was returned for evaluation. The sheath was returned with the dilator. Visual inspection revealed no gross anomalies were noted with the dilator. No valve was present within the hub of the sheath. Functional testing was carried out by inserting the dilator into the sheath to determine if the valve had dislodged into the sheath. No resistance was encountered during insertion indicating the valve had not been returned. No other anomalies were noted with the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on historical complaint data dislodging or displacing of the valve can occur by inserting the dilator into the valve off center and removing the dilator rapidly; however, since the valve was discovered missing upon opening the package, the exact cause of the reported event cannot be definitively determined.